Event description:
Medline brand hypodermic needle (18 gauge 1.5") with reference number syr100187, lot # 180815, causes coring of vial rubber stoppers. Needles manufactured by other makers have not exhibited this issue in our practice. FDA safety report ID# (B)(4).